Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation is currently in process. The preliminary evaluation found debris clogging the nozzle. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the air/water system on the evis exera iii gastrointestinal videoscope was having air/water flow issues. During the testing and inspection of the returned device, the nozzle was found to be clogged with debris. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections d9, h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the air/water nozzle was clogged with a rubber like foreign material. Additionally, the scope connector electrical contact was damaged; however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient or incorrect reprocessing scope olympus will continue to monitor field performance for this device.